Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the implantable cardiac monitor had pause and undersensing episodes. No programming recommendations were provided as the device was already at its most sensitive sensing. The patient was stable.